Event description:
It was reported that the customer received a button error alarm on the insulin pump and the screen was only showing a filled-in circle and an empty battery indicator, possibly indicating a failed battery. No significant events leading up to the button error alarm were recalled. The customer's blood glucose was not known. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to verify failed battery test alarm due to no button response. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner and cracked battery tube threads.